Event description:
It was reported that the clinic was questioning why the subcutaneous implantable cardioverter defibrillator (s-ICD) took a while to treat the arrhythmia. Technical services (ts) was contacted to review the episodes. Upon review, ts found that one untreated and one treated episode for fast rhythm around 150 to 165 beats per minute that had a narrow complex rhythm with intermittent t-wave oversensing that extended time to therapy. Ts discussed that the shock was inappropriately administered as the therapy zone was set to 200 and 230 ohms and double detection rhythm was applied just below the cut off zone. Ts discussed programming options. Ts also discussed that the charge was very fast as there was already some charge built up on capacitors from the untreated episode. The s-ICD remains in service and no adverse effects were reported. The initial reporter information has been requested from the field. Additional information was received that ts further reviewed the episodes and noted there were some intervals which were longer than lowest cut-off rate. Ts noted that the most likely reason for no therapy delivery were those longer intervals. The shock confirmation algorithm delayed the shock because it requires three consecutive fast intervals, whereas the oversensing pattern was typically fast-fast-slow. Although every third (or so) interval is longer, the markers are all t because the four-interval average is in the conditional zone and the morphology doesn't match.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic was questioning why the subcutaneous implantable cardioverter defibrillator (s-ICD) took a while to treat the arrhythmia. Technical services (ts) was contacted to review the episodes. Upon review, ts found that one untreated and one treated episode for fast rhythm around 150 to 165 beats per minute that had a narrow complex rhythm with intermittent t-wave oversensing that extended time to therapy. Ts discussed that the shock was inappropriately administered as the therapy zone was set to 200 and 230 ohms and double detection rhythm was applied just below the cut off zone. Ts discussed programming options. Ts also discussed that the charge was very fast as there was already some charge built up on capacitors from the untreated episode. The s-ICD remains in service and no adverse effects were reported. The initial reporter information has been requested from the field.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.